Event description:
Pt was being intubated. Neotee being used to oxygenate/ventilate pt. Pt started to desaturate and become bradycardic while bagging. While bagging, it was noted that pt was not receiving pressure with breaths. Rapid intervention required to disconnect circuit and connect flow dependent bag for resuscitation. Upon inspection, the membrane of the neo tee was noted to be broken.